Event description:
Ms. (B)(6) states that she was diagnosed as having a severe allergic reaction to the referenced product. Ms. (B)(6) states that the 1st symptom to develop was itching in her genital area. Ms. (B)(6) states that approx 24 hrs later her genitals were swollen and blistered to the extent that she had to be catheterized. Ms. (B)(6) states that she was also diagnosed as having a (B)(6) infection which began as a result of the allergic reaction. Ms. (B)(6) states that this is the first time this product has been used. Ms. (B)(6) states however, that another brand product has previously been used without any problems. Health care professional: (B)(6). Purchase date: (B)(6) 2010. Retail: (B)(6).